Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation presumed no issue with the device itself, but the scope has a problem. It was assumed that the scope malfunctioned due to the leakage from a water-resistant cap while cleaning.

Manufacturer narrative:
The user facility attributed the problem to another device and not the cv-190. As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility returned the olympus evis exera iii video system center due to the processor not displaying an image. The event occurred during preparation for use. There was no harm or user injury reported due to the event.